Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. No new information.

Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had 2 implanted and the one on the left side was for incontinence. The patient stated that they noticed that side wasn¿t working which started all of a sudden, about 6-8 weeks ago. The patient noted they thought it was related to being sick with a cold/virus but then today they went to check their system with the programmer and couldn¿t get beyond the poor communication screen. The patient noted normally checking the implant about once per month. The patient noted no changes to their fluid intake or supplements and medications and noted being very busy during the holidays. The patient also mentioned that their left toe wasn¿t pulsating as much anymore. Troubleshooting was reviewed and the patient was unable to communicate to the implant with to without the antenna. The patient stated that they hadn¿t had the device checked since implant as they were directed to only call if they were having issues. The age of the ins was reviewed, and it was suggested to schedule a device check at the healthcare provider office. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that the battery gradually became weak over time and then it gradually stopped working. Patient also stated that they saw their health care professional on (B)(6) 2020 and they will be replacing the device however, the replacement date has not yet been set. No further complications were reported